Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when introducing the clipper, it broke and the valve came off when going into the patient¿s cavity, ¿the physician extinguished with clamps¿. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph. The photograph depicts the top of the trocar with the circular seal cut and disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when introducing the clipper, it broke and the valve came off when going into the patient¿s cavity, ¿the physician extinguished with clamps¿. Another device was used in order to resolve the issue. There was no patient injury.